Event description:
Ths customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to his event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors to the cine drive were evaluated and reseated. The system was tested and found to be working as intended and returned to service.